Event description:
Customer stated that the insulin pump alarmed no delivery. The alarms occurred during sleeping and priming. Customer stated that the infusion set was kinked while sleeping. Customer stated that he was hospitalization due to high blood glucose. Customer was taking steroids for respiratory infection. The blood glucose reading at the time of the event was 480 mg/dl. Customer was dehydrated. Hospital treated and released. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.